Manufacturer narrative:
The investigation into this event confirmed the issue of the reported luxation to be a non valid complaint for stanmore implants worldwide (siw), as the reported luxation was related to a plus orthopaedics liner manufactured by smith & nephew. A siw femoral 12/14 cocr head was attached/inserted into the plus orthopaedics liner. The reported event was of luxation of the liner. No information was available relating to the acetabula shell, therefore there is no indication of any failure or issues with a siw femoral 12/14 cocr head. The femoral 12/14 cocr head is considered a concomitant device.

Event description:
It was reported that revision surgery is planned for (B)(6) 2017.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is currently implanted.

Event description:
It was reported that revision surgery is planned for (B)(6) 2017.